Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/12/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile, catalog: 3501655, lot: 5799997. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round moderate profile 350cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the devices indicate that they could be deflated. This could be characteristic of an event where a patient required medical device removal because of the deflated devices, and as a result, this event will be conservatively reported to FDA. This report addresses breast prosthesis catalog: 3501655, lot: 5805978.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: on 3/12/2018, a mentor smooth round moderate profile 350cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the devices indicate that they could be deflated. This could be characteristic of an event where a patient required medical device removal because of the deflated devices, and as a result, this event will be conservatively reported to FDA. This report addresses breast prosthesis catalog: 3501655, lot: 5805978. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: on 3/12/2018, a mentor smooth round moderate profile 350cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the devices indicate that they could be deflated. This could be characteristic of an event where a patient required medical device removal because of the deflated devices, and as a result, this event will be conservatively reported to FDA. This report addresses breast prosthesis catalog: 3501655, lot: 5805978. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).